Event description:
Philips received information from the customer that reported they were positioning a patient on the couch of the philips ingenuity CT system and the footrest extension slid out from the end of the couch. The customer has reported that the footrest extension and head holder do not lock into place at the end of the couch. There was no injury to a patient and the scan was completed successfully.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).